Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. The patient was treated with antibiotic (type not reported) and topical steroid (specific date and duration not reported). Additional information has been requested but it has not been made available as of the date of this report.